Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical record was provided and reviewed. Approximately one month post deployment, fluoroscopy revealed that one of the filter legs extends across midline. Later, venogram revealed that there was a small thrombus extending from the top of the ivc filter and the filter struts pass beyond ivc. Later, venogram was performed it revealed there was a no evidence of thrombus and the apex of the filter was embedded against the ivc wall. Following month multiple attempts were made to retrieve the filter which were unsuccessful. Therefore, the investigation is confirmed for filter tilt, perforation of the ivc wall and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Per medical records, multiple attempts were made to engage the filter were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted and embedded in wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure .the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical record was provided and reviewed. Approximately one month post deployment, fluoroscopy revealed that one of the filter legs extends across midline. Later, venogram revealed that there was a small thrombus extending from the top of the ivc filter and the filter struts pass beyond ivc. Later, venogram was performed it revealed there was a no evidence of thrombus and the apex of the filter was embedded against the ivc wall. Following month multiple attempts were made to retrieve the filter which were unsuccessful.therefore, the investigation is confirmed for filter tilt, perforation of the ivc wall and retrieval difficulties.additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter is tilted and embedded in wall of the ivc and was unable to retrieve. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure .the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter is tilted and embedded in wall of the ivc and was unable to retrieve. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure .the current status of the patient is unknown.